Event description:
It was reported that during the implant attempt, a guide catheter was inserted into the coronary sinus (cs). When the catheter was removed and an angiogram performed, a cs perforation was seen. It was thought that the catheter had caused the perforation. The patient was immediately treated, and the implant was later completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.